Event description:
It was reported that the patient was experiencing ineffective therapy from the system. Surgical intervention was undertaken on an unknown date where the system was explanted.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000099213. It was reported to abbott, a patient had their system explanted as the system was not working for them. The explant date and provider are unknown. No additional information was provided. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete event, and patient information. Further information was requested but not received.